Event description:
Edwards received notification from india that valve model 7300tfx25, implanted in the mitral position of this patient, was explanted during the procedure due to a tear in the left ventricular free wall. The procedure initially progressed without incident, with successful establishment of cardiopulmonary bypass and stable hemodynamics following weaning. Immediately after removal of the superior vena cava cannula, sudden fresh bleeding was observed. Inspection revealed an active jet originating from a tear in the left ventricular free wall in the proximal obtuse marginal region. A left ventricular free wall injury, potentially associated with mechanical stress from the implanted bioprosthetic valve, was suspected; however, no specific root cause for the rupture was identified. The patient was re-established on cardiopulmonary bypass, the heart was arrested, and the previously implanted bioprosthetic mitral valve was explanted. The left ventricular tear was identified and repaired. A mechanical mitral valve was subsequently implanted. Following repair and re-implantation, hemostasis was achieved, and the patient was weaned from bypass with inotropic support before transfer for postoperative care. The patient was noted to be in stable condition following the intervention.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to section h6 (investigation findings and investigations conclusions). Corrected data in section h6 (type of investigation): 4112 (analysis of information provided by user/third party) replaces 4111 (communication/interviews) additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Rupture/perforation of the ventricle is an infrequent but potentially lethal complication of valve replacement. There are multiple intraoperative factors to consider, including patient factors (frail, friable, or poor tissue) or procedural complications (surgical instrument), or a combination of both. If a component of the device disrupts or penetrates through the wall of the ventricle; it is typically not related to a malfunction of the device, but to implant technique, patient anatomy or a combination of both. Based on the information available, the complaint is unable to be confirmed, and the most likely root cause is unable to be determined; however, procedural factors likely caused or contributed to the reported event. An edwards defect has not been confirmed.

Manufacturer narrative:
Information added/updated to section d9, h3 and h6 (type of investigation) corrected data in section h6 (type of investigation): 10 (testing of actual/suspected device) replaces 4114 (device not returned). H3: device evaluation: the device was returned for evaluation. Customer report of tear in the left ventricular free wall was unable to be confirmed. X-ray demonstrated wireform intact. Sewing ring cloth was cut around the valve exposing silicone sewing ring. Suture holes were visible around the sewing ring. No other visible inconsistencies were observed on the valve. H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.